Event description:
Olympus was informed by the biomedical engineer at the user facility that the customer visera elite video system center received an e315 unsupported scope error and an e104 fog free function error. Cases started with the combination of the otv-s190 / light source (clv-s190) and endoeye (ltf-vh) loaded on the mobile workstation (wm-np2) cart. About 13 minutes after the start of the case, error e315 occurred with the ltf-vh, and the screen became a color bar. When the facility staff reconnected, it was restored and continued to be used but after 40 minutes later the centralized power supply of the wm-np2 was turned off. After, when the facility replaced the ltf-vh, e104 fog free function error occurred. However, the procedure proceeded and was completed without any problems. No patient impact was reported. This report is being submitted to capture the e315 error.

Manufacturer narrative:
Correction to h10 ¿ the manufacture narrative / device evaluation was inadvertently left out of the initial medwatch report. The suspect device was evaluated onsite by an olympus employee at the user facility. The reported problem was confirmed. Additionally, the evaluation found a scratch on the power cord coating of the olympus, model wn-np2, approximately 30 centimeters from the isolation transformer. In addition, a short circuit was confirmed in the power plug. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the error code e315 and colored screen occurred due to a temporary communication failure between the scope and the processor, as the error code was restored by reconnection. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Event description:
This report is being submitted to capture the error code (e315) for the otv-s190 (visera elite video system center), with patient identifier (B)(6). The clv-s190 (visera elite xenon light source) is being reported on the medwatch with patient identifier (B)(6). The ltf-vh (hd endoeye laparo-thoraco videoscope) is being reported on the medwatch with patient identifier (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information to b5 obtained from the customer.

Event description:
Additional information was received from the initial reporter that noted the event (error e315) occurred during a rouanet (lower anterior resection) procedure. The procedure was completed and there was no patient harm or consequence reported as a result of the event.